Event description:
The initial attorney report alleged pain and severe injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2003: incisional hernia repair implanting composix kugel mesh. Postoperatively she had a hemorrhage. On (B)(6) 2003: exploratory laparotomy, omental resection, fenestration of large left ovarian cyst and incisional hernia repair with implant of a composix kugel mesh, and explant of the previously implanted mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. The medical records indicate the pt underwent an incisional hernia repair, was discharged for home and had a "fairly uneventful course for the most part". The next day the pt presented to the emergency room with pain and bleeding and underwent an exploratory laparotomy which began with the removal of the composix kugel mesh implanted the previous day. No sample was returned. There was no lot number included in the medical records provided; therefore a review of the manufacturing records could not be conducted. Review of medical records found no indication that the post-operative bleeding experienced by this pt was due to the mesh. This event does not appear to have been device related.